Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recu1347 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
Vat PICC registered nurse inserted a 4 fr single lumen powerpicc solo in a patient for long term antibiotics. It was reported that the valve on the PICC was allegedly non functional so blood was reportedly returning out of the catheter during the procedure when it should have been prevented by the valve. She attempted to flush and pull back sterile saline through the valve to troubleshoot this malfunction but there was no change in the alleged malfunction of the valve. Valve did not function so excess bleeding occurred during the procedure. Approx 50 ml. Procedure was completed by an over the wire PICC exchange with another catheter. This was successfully done at the bedside and came from the same lot with the same ref as the aforementioned problematic PICC. There were no problems with the new catheter.

Event description:
Vat PICC registered nurse inserted a 4 fr single lumen powerpicc solo in a patient for long term antibiotics. It was reported that the valve on the PICC was allegedly non functional so blood was reportedly returning out of the catheter during the procedure when it should have been prevented by the valve. She attempted to flush and pull back sterile saline through the valve to troubleshoot this malfunction but there was no change in the alleged malfunction of the valve. Valve did not function so excess bleeding occurred during the procedure. Approx 50 ml. Procedure was completed by an over the wire PICC exchange with another catheter. This was successfully done at the bedside and came from the same lot with the same ref as the aforementioned problematic PICC. There were no problems with the new catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleed back was inconclusive due to the sample condition and because clinical conditions could not be replicated. One 4fr s/l powerpicc solo was returned for investigation. The solo valve was in its proper position. A functional test revealed that catheter was occluded. Blood residue was observed within the extension leg and within the purple solo connector. A microscopic examination revealed residue from use within the solo valve, which may have affected the functional performance of the valve. One of the benefits of the proximal (solo) valve is to reduce blood reflux compared to open-ended catheters. The product IFU provides instructions for flushing and maintaining the catheter to keep the valve clean. Injection caps or end caps should be attached to the catheter hub and securely tightened. Injection caps should be changed every seven days or per agency policy, when the injection cap has been removed for any reason, or anytime the cap appears damaged, is leaking, or blood is seen in the catheter without explanation or blood residue is observed in the injection cap. A lot history review (lhr) of recu1347 showed no other similar product complaint(s) from this lot number.